Event description:
It was reported the handpiece has been breaking blades recently. The generator is in the calibration process but the customer is requesting replacement anyway. The customer did not have any case specifics but said it was from the heart room and there was no pt consequence noted.